Event description:
As reported, the peelable sheath packaged with the dialysis catheter does not peel properly. The sheath is able to be "cracked" apart, but it peels off-score or a piece breaks off. The used device was disposed of by a hosp. No pt injury was reported.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. There have been no previous complaints reported against lot 1285841. A review of the (B)(4) 2009 navilyst medical complaint report for trending noted no adverse trends for the vaxcel plus dialysis product family for the failure mode of "sheath peel issues." As the used sheath was not returned, no device analysis could be performed. We have, however, notified our sheath supplier, (B)(4) of this event. Incoming inspection of peelable introducer sets prescribed a visual inspection to ensure the sheath is free of damage or defects. It also prescribes a test to ensure the sheath breaks at the hub and peels properly. Although the root cause of the incident is unable to be determined, the review of records for the device used in the reported incident indicates that the product met specification. (B)(4).